Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available. This is 1 of 2 reports of the patient reported serious symptoms of mobility interference and seizure-like activity that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported having a medtronic pacemaker and began using the dexcom g7 on 12/15/2025. Shortly after sensor insertion and warm-up, the patient experienced irregular movements resembling pre-seizure activity, describing the sensation as her body being ¿thrown off kilter.¿ the first sensor was inserted by her physician in the left arm. Within 15-20 minutes of warm-up, the patient noted involuntary finger movements in the left hand, progressing to the foot, accompanied by dizziness, lightheadedness, nausea, and episodes of irregular heartbeat. The patient stated these symptoms were similar to prior seizure and stroke experiences. Symptoms persisted but weakened over time which is captured on this report. On (B)(6) 2025, the patient replaced the sensor in the right arm (approximately 12 inches from the pacemaker) which is the 2nd sensor. Following insertion, symptoms returned with increased severity, requiring the patient to use a walker. Additional symptoms included persistent dizziness and numbness in three fingers of the left hand. The patient expressed concern about possible electromagnetic interference between the g7 and her pacemaker, noting she is electro-hypersensitive. She consulted her physician, who suggested the g7 may be contributing to the issue. The patient also reported discrepancies between g7 readings and fingerstick measurements, with g7 readings consistently 30-40 mg/dl higher than meter results. No symptoms or treatment were reported related to the accuracy concern. Current medications include metoprolol (for hypertension), thyroid hormone, and 12 mg hydrochlorothiazide. At the time of the call, the patient continued to experience dizziness. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 2/18/2026.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 1/27/2026. It was reported that an adverse event occurred. The patient reported that she has an implanted pacemaker and began using the g7 system on (B)(6) 2025. Shortly after the initial sensor was inserted and the warm-up began, she experienced abnormal involuntary movements and a sensation similar to the onset of a seizure. She described her body as feeling ¿off-kilter.¿ after completing the first 10-day wear period, the patient replaced the sensor. She stated that symptoms were more pronounced with the second sensor, to the extent that she felt the need to use a walker. Due to these experiences, the patient expressed concern that the g7 device may be interfering with her pacemaker (electromagnetic interference), noting that she considers herself electro-hypersensitive. She also reported that her physician suggested the symptoms could be related to the g7. The patient additionally reported perceived inaccuracies when transmitting data from her receiver to her physician, stating that her fingerstick values were approximately 30-40 mg/dl lower than the g7 readings (see (B)(4)). No symptoms or treatment were reported in relation to the alleged inaccuracy. For the first sensor, inserted in her left arm on (B)(6) 2025, symptoms began approximately 15-20 minutes into warm-up. She described involuntary movement in the fingers of her left hand, radiating to her foot, which she associated with the ¿beginning of a seizure.¿ she noted that it did not progress to a full seizure but resembled sensations she has experienced in past seizures and a prior stroke. Additional symptoms included persistent dizziness, lightheadedness, nausea, and several episodes of irregular heartbeat. These symptoms lessened somewhat but returned with greater intensity when she applied the second sensor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).